Event description:
The customer reported that a vasoseal es was deployed in 2003. The first collagen plug deployed fine so a second collagen plug was deployed. Half of the second collagen plug was sticking out at the skin surface so the deployer tucked it in under the skn without trimming it first. The pt was taken to the holding area and had diminishing distal pulses. An arteriogram showed an occlusion and the pt was sent to surgery. A portion of the collagen plug was observed in the artery and was removed. No further complications were noted.